Event description:
Caller reported an inform system results of 34 mg/dl and 32 mg/dl and a lab result of 18 mg/dl within 10 minutes. Also reported an inform system result of 97 mg/dl and a lab result of 191 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement sent.